Event description:
The manufacturer received information alleging a ventilator's oxygen level was not maintaned. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's oxygen level was not maintained. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's oxygen level was not maintained. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.